Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the configuration mismatch during upgrade causing selective medid failures. A technical support specialist connected to the server and validated that stations were online, synchronizing correctly, and that patients and orders were present on both the server and devices. The issue was isolated to specific medids where medication selection resulted in a server connection failed error, while other medications functioned normally. Investigation identified configuration inconsistencies, including server address value pointing to an older es server and ongoing upgrade differences. The issue was limited to a single patient and that patient had been discharged and no further occurrences were reported after monitoring. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server medications were appearing grayed out for certain patients across multiple pyxis stations. When user attempted to select these medications, the system returned the error message server connection failed. The issue was initially observed yesterday for a patient on station wr-4c-1 and continued to persist. The customer attempted to load the medications onto a different station; however, the medications remained grayed out. A new occurrence was also reported today for a patient at wr-4w-2 with the same behavior and error message. The customer expressed concern that additional patients may also be impacted by this issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.